Event description:
Product was being used to adhere comfort infusion set. Pt has been using IV 3000 in the same manner for years. Tape began to peel off within first 2 days - sometimes within hours. Low adhesion leading to cannula dislodgement; no complications reported due to cannula dislodgement. Pump was attached when tape dislodged cannula; comfort infusion set had to be replaced secondary to tape coming off; problem has resolved with replacement box of IV 3000. (B) (4) complaint record states, "pt reports having issues with the iv3000 lot #512487 x2009/08 not sticking after showering, swimming, or exercising. The adhesive pulls loose, pulling the infusion set out. This has been happening several times a day for the last 3-4 wks. Each time the infusion set comes out. Patient verbalized has never had this issue before, has used iv3000 for years. Pt verbalized correct technique for using iv3000 with comfort infusion set. Pt. Using the comfort 17mm 43"lot #608470 x2013/05. Pt concerned he will not have enough infusion sets to last before he is able to reorder. Pt does not have any of the iv3000 with infusion set attached that he has an issue with."

Manufacturer narrative:
Samples have been received and investigation is in progress; results of the investigation will be submitted in a supplement report.